Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage, no missing material, and no exposed wires. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis. Intuitive surgical, inc (isi) followed up with the surgeon and obtained the following additional information regarding the reported event: the system initially powered on without errors. The action taken to resolve the problem was to use a backup instrument to complete the procedure. The surgeon did not discontinue arm 2 since there was no arm issue. The procedure was completed robotically with all 4 arms and in the original configuration. There was no injury to the patient, nor has the patient returned to the hospital due to post-operative complications.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer noted the conductor wire was damaged on the fenestrated bipolar forceps instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim of wire damage against the product by the customer, an investigation is on progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.